Event description:
The patient has an inflammation in the area of the implanted artegraft prothesis, following the procedure.(periphal bypass leg) the extent to which the prothesis is responsible for this process is unclear, the patient might have had already developed an infection or an incipient sepsis beforehand. The surgeon assured that the implantation was not performed in the infected field.the wound is now beeing irrigated first of all to flush it out.they are also trying to contain the infection, particularly by administrating antibiotics.

Manufacturer narrative:
The graft was not received for evaluation. A review of the DHR could not be completed as no lot information has been provided as of 13jul2026. There was no information or trend identified that indicates that the issue is graft related. Athough a conclusive root cause for this complaint could not be determined, it is most likely due to hospital procedure. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.